Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system is not taking scout images properly. No patient present. It was noted that the site was able to complete the procedure with the imaging system after troubleshooting. It was confirmed that the site had issues taking scout images.